Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es barcode scanner cable had physical damage and caused intermittent scanner functionality. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es barcode scanner cable had physical damage and caused intermittent scanner functionality. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner cable was physically damaged, which had caused the barcode scanner to function intermittently. A field service engineer (fse) verified that the barcode scanner was rebooting whenever the cable was flexed. Then the fse replaced the cable and tested the system with hardware test application and dispensing application. The system functioned as intended after the field service engineer repaired the device.